Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with fortum and reflin (doses, routes, frequencies, and durations not reported) for the peritonitis. The patient was reported to be recovering from the peritonitis. Action taken with the dianeal therapy was not reported. Additional information is not available at this time.